Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 15.2, 21.9, 16.4, and 6.6 mmol/l. Tests were done within 20 minutes with a difference of 49%. Patient did not experience any adverse events. No further information has been reported. Note: customer using same site for all tests which is not recommended.